Event description:
Per the report received from united kingdom a 7300tfx31 valve implanted in tricuspid position was planned for a valve-in-valve procedure after an unknown implant duration due to severe tricuspid re-stenosis. As reported, the patient was symptomatic.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b5 (describe event or problem), h6 (clinical code), h6 (investigation findings) and h6 (investigations conclusions) added information to section b7 (other relevant history, including preexisting medical conditions), d6a (if implanted, give date): the implant date was known only as "(B)(6) 2021". Therefore, (B)(6) 2021 was used to calculate the minimum implant duration corrected data in section h6 (device code): 1153 (degraded) replaces 4066 (device stenosis). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Event description:
Per the report received from united kingdom, a patient with a 7300tfx31 valve implanted in tricuspid position underwent a valve-in-valve procedure after an an implant duration of approximately four (4) years and one (1) month due to degeneration leading to severe tricuspid re-stenosis. The patient was on continuous long-term anticoagulation therapy with warfarin, maintaining an inr between 2 and 3. As reported, the computed tomography (CT) scan did not raise suspicion for halt, and there was no clinical evidence of endocarditis. Prior to the procedure, the mean gradient across the bioprosthetic tricuspid valve was 5 mmhg, which decreased to 1 mmhg post-treatment. The patient presented with symptoms of fatigue and exertional breathlessness. A 29mm transcatheter was implanted within the pre-existing edwards surgical device. The patient was discharged home the same day and was doing well.